Manufacturer narrative:
The mitraclip remains implanted in the patient. The device will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This report is being filed due to tissue injury during mitraclip use. Patient ID: (B)(6). It was reported that on (B)(6) 2021, a mitraclip procedure was performed for mixed mitral regurgitation (mr) grade 4. The patient resented with a bileaflet prolapse, a large coaptation gap of 1.4, functional enlarged atrium, posterior leaflet small prolapse, and leaflet length both greater than 1 cm. The first mitraclip (cds0701-xtw, 01202u435) advanced to the mitral valve, and the clip was successfully placed; however, a posterior leaflet tear occurred. Therefore, the clip was slightly re-positioned to treat the tear, and deployed. A second mitraclip clip was deployed to further reduce mr. A third mitraclip advanced to the mitral valve, and the clip was successfully placed. During deployment and the second final arm angle (faa), the clip opened while locked. The clip was re-closed, final arm angle performed again with great results were noted. Deployment was performed. Post deployment, the deployed clip had opened to 60 degrees (after the pin was removed). The lock line had already been removed and the clip remained implanted, stable on both leaflets, without further issues reported. The mr had been reduced to grade 2 and 2+. The patient stayed overnight to ensure that the clip remained stable. There was no clinically significant delay in the procedure. On 07/24/2021, the mr had increased to grade 3+. Although the clips remain stable and well seated, the increase in mr has been deemed related to the third clip which opened post deployment. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this complaint. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of unspecified tissue injury (mitral valve injury) as listed in the mitraclip g4 system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported unspecified tissue injury appears to be due to procedural circumstance/user technique. The reported unexpected medical intervention was a result of case specific circumstance as the clip was re-positioned to treat the tear and the clip was successfully deployed. There is no indication of a product issue with respect to manufacture, design or labeling.